Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead, 70 cm. Model: sc-1110-02, serial/lot: (B)(4)description: precision implantable pulse generator (ipg).

Event description:
A report was received that during a regular follow up visit the patient had high impedances so the physician suspected lead fracture. The physician replaced the leads and ipg and the patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received from the physician indicating that no malfunction of the ipg was suspected. The physician made a decision to replace the ipg to avoid infection due to the removal of the ipg from the body.

Event description:
A report was received that during a regular follow up visit the patient had high impedances so the physician suspected lead fracture. The physician replaced the leads and ipg and the patient was doing well post-operatively.

Manufacturer narrative:
Correction to f/u #1 MDR.. It should have been 21-nov-2017.

Event description:
A report was received that during a regular follow up visit the patient had high impedances so the physician suspected lead fracture. The physician replaced the leads and ipg and the patient was doing well post-operatively.

Manufacturer narrative:
Lead - sc-2352-70/(B)(4): the complaint of high impedance could not be verified. Visual inspection revealed that proximal end of lead has a fractured spacer between contacts 3 & 4. The lead was cleanly cut at 53 cm from proximal end and the cables are exposed. X-ray inspection found no cable breakage on the returned segment of the lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Lead - sc-2352-70/(B)(4): the complaint of high impedances could not be verified. Visual inspection revealed that lead was cleanly cut at 43 cm from proximal end and the cables are exposed. X-ray inspection found no cable breakage on the returned segment of the lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Ipg - sc-1110-02/(B)(4): the complaint of high impedance was not verified. An impedance measurement showed all contacts exhibited common values. The device passed the required tests and revealed normal device characteristics.

Event description:
A report was received that during a regular follow up visit the patient had high impedances so the physician suspected lead fracture. The physician replaced the leads and ipg and the patient was doing well post-operatively.